Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log as reviewed and there was a "syringe plunger not in place" message. The syringe plunger was checked and tested. The syringe plunger sensor was stuck on false. The q1 chip broke off the plunger board and the board broke away from the glue. The plunger board was replaced and secured with glue to resolve the issue. The cause of the issue is known and is design related.

Event description:
Information was received indicating that a smiths medical medfusion pump had a plunger sensor error. There was no patient incident.